Event description:
It was reported that a vent failure occurred at the end of the case. Patient was bagged until the case was over. There was no patient injury reported.

Manufacturer narrative:
The investigation is still on-going, results will be provided in a follow-up report.

Event description:
It was reported that a vent failure occurred at the end of the case. Patient was bagged until the case was over. There was no patient injury reported.

Manufacturer narrative:
The device was subject to an on-site evaluation performed by a dräger field service engineer. The reported issue could be confirmed - the log file contained entries indicating that the device has shut-down automatic ventilation due to measured speed fluctuations at the ventilator. Since the device was operated for almost 19 years now and will be replaced, an in-depth investigation of the exact root cause was not considered necessary. Dräger concludes the following: most likely, the case is to be attributed to aging of the ventilator motor. Earlier reported similar events revealed that wear-and-tear related abrasion of the collector disc had resulted in development of positions at the circumference of the collector where the motor does not provide mechanic power due to contact interrupts to the carbon brushes; speed fluctuations will be the consequence. The speed fluctuations result in a deviation between measured and expected piston position. The piston hub defines the applied tidal volume and thus, to prevent from potentially hazardous output and/or from damages to the ventilator unit, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. As confirmed for the particular case, manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component after approx. 19 years of use; no patient consequences have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.